Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was removed from service during an elective device replacement procedure. The lead was stuck in the device header and the terminal pin was damaged. No additional adverse patient effects were reported.